Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to the f&p service center in (B)(4) where it was inspected by a trained f&p service technician. Results: the f&p service technician reported that the gas inlet port and casing was damaged and the manometer was out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. It should also be noted that the complaint device is more than 10 years old. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in (B)(6) requested a service for an rd900 neopuff infant resuscitator. Upon servicing the device at the fisher & paykel healthcare (f&p) service center, it was revealed that the gas inlet port was broken and the manometer was out of specification.